Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 600 mg/dl. To address the issue, the customer delivered a correction bolus. Recommendation was made to consult with health care provider regarding diabetes management.